Manufacturer narrative:
(B)(4). Date sent: 7/8/2025 additional information was requested, and the following was obtained: did the clip deployed by the device not attach to the tissue as expected? 2. Was there any bleeding? If yes, how was the bleeding controlled? No further informations is available.

Event description:
It was reported that during an unknown procedure during the removal of the clip, it pulled off the vessel that was to anastomose the flap into the breast. Reduction of the vessel for the flap anastomosis, this could have failed the procedure so discard the flap. Use of a new clip to continue surgery.

Manufacturer narrative:
(B)(4). Date sent 7/2/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.